Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with carb intake. The customer reported a blood glucose value of 2.7 mg/dl. It was reported that insulin pump did not alarm when blood glucose value was going down . The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. On the event date of 14-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 13.825 u and dailytotalofbolusinsulindelivered = 14.25 u which is equal to the dailytotalofallinsulindelivered = 28.075 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 14-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump beeps and vibrates properly during testing. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with alert on low using the glucose sensor simulator with test guardian link and the alert functioning properly. The sc1 cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad and electronic assembly. The force sensor offset measured (22.6 mv). The following were noted during visual inspection: scratched case and cracked up, down, select and right button keypad overlay and pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Customer alleged not confirmed for is not beeping when the patient is in a low bg level. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.